Event description:
It was reported that prior to a wound closure procedure, the packaging was found partially opened.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the complaint indicated that the packaging was found partially opened. Two devices were returned. Both were disassembled and in bubble-wrap. No packaging was returned for analysis so the complaint cannot be verified. Analysis will be performed if the package becomes available. Complaint not confirmed. Lot history review could not be performed because package lot number that was provided is incorrect and invalid.